Event description:
Pt was transferred to the cath lab for left heart cath following an nstemi. Pt was prepped and draped in accordance to sterile technique, and pre procedural vitals were stable. Access was obtained in the r radial artery. After properly flushing the line and fl 3.5 catheter was advanced and cannulated to the left main coronary vessel. An acist power injector was then connected to the hub of the catheter with a 3 way stopcock. The acist tubing was purged into a 12 cc luerlock syringe through the proximal stopcock port. The syringe was then removed and the stopcock was turned to the neutral position, opening the catheter to the acist tubing. In initial injection to confirm catheter placement was ordered and then stopped as there was visualization of air in the tubing. It was undetermined the amount of air injected. Into the left main. The pt became unstable, brady and then asystole. At this time there was no flow on the lm and acls was begun. Temporary pace maker was inserted, the pt was intubated and an iabp was placed. Coronary reflow was established and the pt was sent to critical care.